Event description:
During the attempt to remove inferior vena cava filter, snare wire broke off around inferior vena cava filter. Pt was called back in to evaluate potential of foreign body removal versus filter component. Removal of two wire snare fragments with a questionable third fragment in place with filter. On (B)(6) 2010, the third wire snare fragment was removed. The tilted filter was left in place, unchanged in position.